Manufacturer narrative:
On 3-jan-2021, mentor received additional information the explantation date. The explantation date was (B)(6) 2021. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-mar-2022, manufacturer report number 1645337-2022-01098 was identified as a duplicate of this report. Final reporting of the event will take place through this manufacturer report number, 1645337-2021-03508. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with an unspecified gel implants mentor and suffered from a capsular contracture on an unknown side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 22-nov-2021, mentor received additional information regarding the suspected medical device, patient¿s symptoms, and revision surgery. The suspected medical device is a 375cc mentor memorygel breast implant (catalog #: 3503754bc, left serial #: (B)(6)). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient experienced left-sided grade IV capsular contracture. The patient underwent bilateral removal and replacmenet with two 455cc mentor memorygel breast implant prostheses (catalog #: 3505455bc, left serial #:(B)(6), right serial #: (B)(6)) on unspecified date. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).